Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had stopped working which occurred 3 weeks ago. The patient had not yet discussed the issue with their healthcare professional (hcp). It was also reported that the patient had accidently threw their programmer unit away but they later stated that they found it. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. It was noted that the patient had bilateral ins systems present during the event. See manufacturer¿s report #3004209178-2015-04822 for concomitant ins system information.

Manufacturer narrative:
Concomitant products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).